Manufacturer narrative:
D11-information should have been included in initial medwatch report. H3-device evaluation: the lens was returned in liquid, in a lens vial. There was clear surgical residue on the lens surface. Visual inspection found no visible damage to the lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, -12.00/2.0/172 (sphere/cylinder/axis), implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2018. Lens rotation not associated to a low vault was observed, the lens was repositioned on (B)(6) 2019, this did not resolve the problem. On (B)(6) 2019 the lens was removed and exchanged for a "lens with 90 degree orientation." The problem was resolved. Cause of the event is reported as unknown.